Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer provided one photo of a PICC catheter. Visual examination confirmed that the extension line was separated from the catheter. A full visual inspection could not be performed as no sample was returned for analysis. The customer report of an extension line separation was confirmed by visual examination of the provided photo. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the patient presented at the hospital with the PICC line snapped at the hub. Line was initially placed in march 2018. The PICC was removed and treatment continued with a venflon as vasculature too difficult to attempt another PICC insertion.

Manufacturer narrative:
(B)(4). Catalog #: PICC - unknown catalog number. Lot #: unknown at time of logging complaint.

Event description:
It was reported that the patient presented at the hospital with the PICC line snapped at the hub. Line was initially placed in (B)(6) 2018. The PICC was removed and treatment continued with a venflon as vasculature too difficult to attempt another PICC insertion.